Manufacturer narrative:
Concomitant medical products: product ID: 305901, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 305901, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the patient stated he did not have a bowel movement but, he had gas.  Patient's wife and the patient stated that a lead has come out, that it is out of his back. The patient stated his wife noticed the lead was out of his back when she was putting some cream on his back where he was itchy. Patient stated the device is not connecting at all. Support link advised the patient to please contact his clinician with questions regarding medical advice or if he has questions about his health.